Manufacturer narrative:
Implant loss is a known complication with baha implants, and can occur at any time point following implantation. Known reasons for implant loss include lack of adequate bone quality/quantity, trauma, infection, generalised diseases and surgical complication. The report frequency for these complications is being monitored under cbas complaint and MDR data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. There are no indications that a product failure has contributed to the reported issue. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss on (B)(6) 2017. The patient was re-implanted with a new device.